Manufacturer narrative:
Product is not returned as it is still in service. (B)(4).

Event description:
It was reported that this left ventricular (lv) lead was repositioned as patient was experiencing positional diaphragmatic stimulation. The physician went back into pocket, pulled the lead back slightly and eliminated the stimulation. No additional adverse effects other than surgery to reposition.